Manufacturer narrative:
(B)(4). A service history review revealed that this device was not previously serviced for the reported condition. Baxter has conducted a trend review and found that similar reports have been received for the reported condition. The root cause investigation is in progress through (B)(4).

Manufacturer narrative:
(B)(4). The reported condition was confirmed but could not be duplicated. The assignable cause could not be determined at this time. The device will not be repaired at this time since it is a baxter owned unit. A follow-up medwatch report will be submitted if additional information becomes available.

Manufacturer narrative:
(B)(4).during baxter's review of the event history of this report, it was discovered that the event occurred on (B)(6) 2010.

Event description:
The facility representative reported a colleague infusion pump failure code 808:02. This problem was identified during biomedical testing. There was no adverse event, patient injury or medical intervention associated with this report. During the product evaluation at baxter it was discovered that failure code 808:02 occurred during infusion which caused an interruption during delivery. There is no further complaint information available. The user interface module master software version is 6.13.90, categorized as remediated.